Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Analysis of the pump found no anomalies. Analysis of the catheter found that there was damage to the transition tube on the catheter body. Interrogation of the device showed that the pump was delivering 4 mg/ml dilaudid at 0.0259 mg/day and 5 mg/ml bupivacaine at 0.0324 mg/day. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned for analysis. The patient was receiving an unknown intrathecal medication via an implanted pump. The indication for use was not reported. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), product type catheter. Eval code-conclusion updated.

Event description:
Additional information was received from the healthcare professional (hcp) on (B)(6) 2017. The hcp confirmed the best person to contact regarding this event would be the doctor. The reason for the explant was death secondary to an unspecified illness. The hcp confirmed that the patient's death was unrelated to the device or therapy. The patient's weight was provided. The hcp had no further information.